Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from itx to odg.

Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was returned to olympus for evaluation. The evaluation confirmed the reported scope damage. A visual inspection on the scope found a hole on the biopsy channel wall at the distal end. There were bending mesh wires found protruding from the bending section cover at the same location of the hole. In addition, there were excessive scrape marks noted on the biopsy channel wall. The hole on the biopsy channel likely caused the biopsy channel and bending section cover to both fail leak testing. The scope was serviced and returned to the user facility. The cause of the reported scope damage is likely attributed to user handling/operator¿s technique, most likely puncturing the biopsy channel with the needle tip while the bending section was on an angulated position. The instruction manual for use states, ¿inserting, withdrawing, and using endotherapy accessories without a clear endoscopic image may cause patient injury, burns, bleeding, and/or perforation.¿

Event description:
Olympus was informed that during an endoscopic ultrasound (eus) procedure, a needle (model unknown) pierced the bending section of the scope¿s channel and likely perforated the patient before exiting the distal end of the scope. The physician was unable confirm actual perforation. Additional fluoroscopy and further evaluation by the user facility confirmed that the needle extended out of the bending section approximately 5-6cm. The angulation of the scope at the time of the procedure is unknown. It is also unknown if the needle was retracted into the sheath before exiting the distal end of the scope. Both the scope and needle were removed safely from the patient. The intended procedure was completed using a different scope. The patient¿s outcome is unknown.